Event description:
Related manufacturer reference number: 2017865-2021-31316. It was reported that a patient presented in clinic with an infection and pocket erosion. The patient's pacemaker (pm) was explanted and replaced with a temporary pm system. The patient's temporary right ventricular (rv) lead had gotten dislodged when patient woke up from procedure and the rv lead failed to capture and sense the patient. The patient went into asystole after dislodgement. Dislodgement was confirmed via fluoroscopy. The rv lead was explanted and replaced. The patient was stable throughout procedure.